Manufacturer narrative:
Additional information: originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim# (B)(4).

Manufacturer narrative:
. (B)(4)

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens -09.50 diopter, into the patient`s left eye (os) on (B)(6)2024. The patient experienced a refractive surprise. Post-op, the patient has improved to -100 ou. The problem was most likely caused from miostat at the end of the case. Currently, the patient is 20/20 and the lens remained implanted. Additional information has been requested but none has been forthcoming.